Manufacturer narrative:
UDI= (B)(4). The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was no longer communicating. It was known that a bovie electrocautery was used during this patient's initial infection debridement (MFR report #: 3006630150-2016-00115). The patient underwent a battery replacement procedure and did well postoperatively. Device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).